Event description:
The patient experienced several infections. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was able to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Additional information was received regarding the primary infection. The primary infection was noted on (B)(6) 2017. The device was explanted, the pocket was revised and cleaned, and the device was disinfected and re-implanted into the patient.